Event description:
It was reported that a novum iq syringe pump had an unspecified flow rate error. This was observed during delivery of fentanyl. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.